Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Treatment of an ica aneurysm. It was reported two pipelines were deployed across the neck of the aneurysm and a balloon was required to open the second pipeline to get full wall opposition. Post procedure, it was reported the patient decreased in health and subsequently expired.